Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this programmer exhibited electrical shortage and emitted smoke. The programmer will be returned. There was no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that showed printed circuit board (pcb) was burned and partially shorted resulting in the reported clinical observations.

Event description:
Boston scientific received information that this programmer exhibited electrical shortage and emitted smoke. The programmer was repaired. No adverse patient effects were reported.